Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with pump error on their insulin pump. Troubleshoot was reported to be conducted. It was reported that the customer was advised the ump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The power management graph was within specification. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No unexpected insert battery alerts, low battery alerts or pump error 53 alarms were noted during testing. No unexpected low battery alerts in the format history file were noted. The pump error 53 was present in the format history file due to a software error. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a faded serial number label.